Manufacturer narrative:
Date sent to the FDA: 12/08/2021.

Manufacturer narrative:
Date sent to the FDA: 02/24/2021. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-23022021-0000901491 submitted for adverse event which occurred on (B)(6) 2017. Mwr-23022021-0000901492 submitted for the adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and small bowel resection on (B)(6) 2017 during which the surgeon noted ¿the small bowel appeared ischemic.¿ it was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2018. It was reported that the patient experienced severe pain, bowel obstructions, dense adhesions, nausea, bulging, inflammation, stress and anxiety. No additional information was provided.